Event description:
It was reported that the customer received the scroll wrap safety letter. She would like to replace her insulin pump because of the possibility of giving herself a large bolus. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.